Event description:
Reporter stated the customer received the following results on 2 different meters within 2 minutes: 284 mg/dl (mobile system 1) and 125 mg/dl (mobile system 2). The same lot number of test strips was used in each meter. No adverse event due to the device reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect product used in system 1. (B)(4).